Manufacturer narrative:
Block b3: exact date unknown, event occurred a post implant procedure prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7157975, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7150679, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7150424, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 35766768, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 35537322, UDI: (B)(4).

Event description:
It was reported that the patient had drainage at the pocket site. The patient was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility.